Manufacturer narrative:
Product event summary: the controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the controller passed visual examination and functional testing. The reported loose connector could not be confirmed. Log file analysis revealed that the controller, (B)(4), contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. The reported power switching was confirmed via analysis of data files which revealed power switching events due to momentary disconnections involving (B)(4). The most likely root cause of the reported power switching can be attributed to momentary disconnections between the controller and batteries. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that the patient experienced power switching while the controller was on two battery power sources. The patient noticed the battery connection at port one of the controller was loose. Similar power switching events have occurred with other batteries on port one in the past. The controller was exchanged. No patient complications have been reported as a result of this event.